Event description:
It was reported that during the pta treatment procedure, the guidewire perforated the lumen of the ultra-thin diamond balloon dilatation catheter. The lesion being treated was a 90% stenotic lesion in the right iliac artery. The utd 12/22 mm balloon was inflated to 6 atms on the initial inflation. The wire was inserted into the catheter lumen to prepare for a second inflation, but protruded from the middle of the shaft. A new 10 mm x 20 mm utd was used and the procedure was completed successfully. No pt injuries or complications were reported. The pt's status was reported as 'good'.